Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was having an aortic valve replacement and the physician wanted the patient paced at 200 beats per minute during balloon catheter inflation. The normal programmed outputs for the patient were used but the 12 lead that the physician was looking at showed no capture. Ventricular paced markers were seen on the programmer but the physician was saying there was no capture. The outputs were increased and still no capture. The physician decided to put in a temporary pacing wire and use an external pulse generator (epg). Device interrogation following the procedure showed no device performance issues and it is unknown why the 12 lead was not showing capture. The device remains in use and no patient complications have been reported as a result of this event.